Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
Us legal. It was reported that after a left r3-tha construct was implanted on (B)(6) 2011, plaintiff experienced metallosis, and elevated cobalt and chromium levels. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. Plaintiff outcome is unknown.

Manufacturer narrative:
It was reported that revision surgery was performed on the patient's left hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical information was reviewed. With the limited information provided the clinical root cause of the reported elevated cobalt and chromium and metallosis cannot be confirmed and it cannot be concluded the reported events/ clinical reactions were associated with a mal performance of the implant. The patient impact beyond the revision, reported post-op infection, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.